Event description:
It was reported that during a lap roux-en-y procedure, device stopped working in the middle of the case. Troubleshooting was performed. Instrument did not test out with hand activation however did work with the foot pedal. Case completed. No patient consequences.